Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation.¿

Event description:
It was reported that the patient underwent reverse shoulder arthroplasty on (B)(6), 2014. Subsequently, a revision procedure took place on (B)(6), 2015 due to disassociation of the glenosphere baseplate and taper adapter. It was indicated that the central screw was not fully seated in the baseplate during the initial procedure causing the disassociation. All components were removed and replaced.